Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. Based on assessment, the product met specifications at the time of release. Femtosecond lasers fire perforating pulses to perform capsulotomies. Following the laser treatment, the incisions are required to be opened by a surgeon in the operating room before the remaining steps of the cataract procedure can be performed. In the event that an incomplete capsulotomy is recognized, the surgeon would be required to complete the incision manually as if the laser treatment had not been performed; which can introduce risk of tear due to surgical technique. As part of the onsite system training, customers are trained on different techniques to manage incomplete capsulotomies and deter patient impact. The system settings were provided for review; however, there were no atypical settings noted that would cause or contribute to the reported event. The investigation did not identify any system issues that would indicate that the system contributed to the reported event. With the information obtained, the root cause of this event cannot be determined conclusively. A review of the customer¿s complaint and service history for the last 6 months did not show any previous reports of this kind against the system. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a radial tear in a patient's right eye during laser assisted cataract surgery. At the start of the case an incomplete irregular capsulotomy was noted. The doctor had to complete the capsulotomy manually when the capsule started to extend. Surgeon had to cut the capsule with a micro scissor in order to prevent a radial tear in the anterior capsule. The capsule did radialize and the surgeon was able to put in the planned posterior capsule toric intraocular lens.